Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer was losing the electrocardiogram (EKG) signal. Several outlets, cables, etc. Were tried, but still no EKG could be read. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer was losing the electrocardiogram (EKG) signal. Several outlets, cables, etc. Were tried, but still no EKG could be read. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis could not confirm the customer comment that the programmer was losing its electrocardiogram signal. As a preventative measure the hard disk drive was reimaged and the current software reloaded. The programmer and associated accessories passed functional systems testing. (B)(4).